Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The device is suspected to have the battery completely depleted. The device remains in service. No adverse patient effects were reported.